Manufacturer narrative:
Upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with an implantable cardioverter defibrillator that had intermittent loss of capture in the right ventricle. Programming changes were made, and the patient was stable.